Manufacturer narrative:
Technician isolated the problem to excessive wear to the teeth, the brake pad and to the wheel itself. Replaced all 4 brake casters, to resolve this issue.

Event description:
Account stated that brakes were not holding on stretcher. No injury reported.